Event description:
The user facility reported to terumo cardiovascular systems that out of box the insert that connects the oxygenator to the reservoir was not engaged and the reservoir and oxygenator were separated. No pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for eval, however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. Pt code: 2645 - not labeled. (B)(4).